Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected shock impedances of greater than 125 ohms on this single coil right ventricular (rv) lead. Technical services discussed troubleshooting. It was reported that it was difficult to tell if the lead was all the way into the connector block. However, the device was programmed to triad configuration. After the device was programmed to a single coil configuration the shock impedances were 63 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.